Event description:
Procedure type: gastrectomy. According to the reporter: after applying the device and removing the instrument, the surgeon noticed that there was only half a donut on the esophagus side. The surgeon hand sew the anastomosis to complete the case. No tissue loss, and no bleeding were reported. Surgery time was extended thirty minutes as a result.

Manufacturer narrative:
The returned product was evaluated, however, the alleged failure could not be duplicated, as no abnormalities were observed, and performed according to specs.